Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b7 (remove n/a), e1, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it was likely that the knife wire was damaged as the device was not protruded far enough from the endoscope until the rear end of the cutting wire was in the field of view, which led to the cutting wire and the endoscope being close to each other. This activated the output, which might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. The cutting wire became hot instantly, which might have caused it to break. It was felt that the cutting wire was no longer energized. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: this instruction manual contains the following information. (Drawing no. Rk2599 revision no.2) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 2-lumen sphincterotome wire broke when electricity was applied. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatograph. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.